Manufacturer narrative:
Continuation of d10: product ID 8596sc serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 27-jan-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dialudid (15 mg/ml at 2.5 mg/day) and fentanyl (100 mcg/ml at maximum daily dose) via an implanted pump for an unknown indication for use. It was reported that there was swelling around the pump pocket. It was confirmed to be cerebrospinal fluid (csf) when the pocket was opened. When the pocket was opened, clear fluid drained out of the pocket. It was noted that the pump segment of the catheter had completely detached from the spine segment. The cause of this was unknown. The catheter segment was replaced with a longer section of catheter and reattached to the pump. The issue was resolved at the time of this report and the patient's status was "alive-no injury". The patient's weight and medical history were asked but unknown.